Event description:
Dr. Wrote on a customer satisfaction survey, "the diabetic walker top toe shield is unpadded. This rubbed a pt toe and resulted in an amputation of a toe. The dr now adds 1/2" pink plastozote to the top shield. This should be done by the company."